Event description:
Customer has reported that the ventilator would stop cycling on a pt after 3-5 mins. Ventilator was taken off patient, patient was bagged and customer tried to recreate the reported failure on sample test lung but could not reproduce this failure. The ventilator was put back on the same patient and ventilator would stop cycling again. Ventilator was swapped out with a different ventilator and this ventilator cycled on the patient. Customer ran ventilator on test lung for 3 days and failure did not recreate. Customer put ventilator back into service. There was no patient injury.